Manufacturer narrative:
One opened knife sample with foam protector in a zip top bag was received for the report of the blade is blunt. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for sharpness and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming therefore, a blunt blade of the knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife blade was blunt during a lasik surgery. The procedure was completed and there was no harm to the patient. Additional information has been requested. Additional information received confirmed that the surgery was completed while using the unsatisfactory knife.